Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (5 mg/ml a t 0.5386 mg/day) and bupivacaine (2.5 mg/ml at 0.2693 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient's pump alarmed. Per pump report, the low reservoir alarm occurred on (B)(6) 2022 and empty pump alarm occurred on 2022. There were no known environmental, external, or patient factors known to contribute to the issue. The patient was set up for a refill and the refill was unsuccessful because the nurse practitioner was not able to access the pump without fluoroscopy. A new appointment was made for (B)(6) 2022 to check the pump under fluoroscopy, the healthcare provider found that the pump had flipped. The healthcare provider was able to flip the pump back, put 5 cc saline in the pump, and removed all 5 cc. They will reschedule the patient to come back for a refill. The issue was resolved at the time of report. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.